Event description:
A customer contacted beckman coulter inc. (Bec) reporting that on some occasions they have noticed the probe on their coulter act diff analyzer drips (less than 1cc) when it is started up after being idle. This is the first report of this issue to bec the customer was wearing a lab coat and gloves at time of the fluid leak. No injury or exposure was reported and there was no affect to patient results.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2012, and observed that the probe dripped only during startup. Fse replaced the diluent filters and solenoid 10 which resolved the probe drip issue. Fse verified repair per established procedures. The root cause of the probe drip can be attributed to the diluent filter and solenoid 10. (B)(4).